Manufacturer narrative:
User was not wearing the transmitter during the hypoglycemia event. The system cannot alert the user when it's not in use. No further investigation was necessary. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where user experienced hypoglycemia and was not wearing the transmitter at the time of event as the user placed the transmitter for charging.